Manufacturer narrative:
H3. Investigation summary: bd had not received samples, but 1 photo was provided for investigation. The photo shows a used device so the failure mode of foreign matter could not be assessed. In addition, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint is unable to be confirmed. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H4. Device manufacture date: unknown h3 other text: see h10.

Event description:
It was reported that during with the bd vacutainer® push button blood collection set, there was foreign matter in the hub. The following information was provided by the initial reporter: customer states brown residue in hub of wingset no adverse effect to patient. Phlebotomist noticed residue as putting needle into patient. Phlebotomist instantly removed from patient. Did the specimen(s) need to be recollected?: patient had to be re-drawn.